Event description:
The pt underwent an interventional procedure in 2000. The cardiologist closed the arteriotomy with the closer tsl 6 fr device. Closure was successful and good hemostasis was obtained. The pt was discharged from the hosp. Pt returned to the physician's office 2 or 3 days later presenting with 6 x 10 cm hematoma, pain and swelling at the puncture site. Pt's physician noted the hematoma and sent the pt home. The pt returned the next day complaining of increased pain at the site. The physician performed an ultrasound which was negative for pseudoaneurysm and the pt returned home. Two days later the pt presented with persistent symptoms of pain and a large abscess. Pt was hospitalized and taken to surgery for incision and drainage of the abscess. The following day, the pt returned to surgery for additional dissection and debridement at the site. It was noted the site was infected and a pseudoaneurysm was noted for the first time. A patch graft was performed to repair the artery. The pt remained hospitalized on antibiotics. Pt subsequently recovered and was discharged home without further incident.